Event description:
As per customer complaints, please find both mouthguards that did not work correctly and broke. Please let me know if you have any questions. Thank you in advance.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.